Event description:
It was reported that during a vns pt's f/u appointment, an interrogation of the pt's device resulted in an intensified follow up indicator (ifi). Based on the pt's known settings as provided by the physician and the battery life estimation tables present in the physician's manual, the pt's vns would not be expected to reach ifi for several yrs. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.260v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Add'l investigation has identified that the cause of this unexpected behavior (e.g. Extended performance at voltages rep of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator. Due to the presence of a mfg test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery. No interventions are currently planned at this time.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received indicating the premature ifi indicator was still present at a recent office visit. The physician felt that it was still too early for the generator to be close to end of service so no interventions are planned at this time. The physician will continue to monitor the eos status. No adverse events have been reported.